Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an abrupt onset of ventricular fibrillation (vf) which was very fine in nature. Technical services (ts) noted there was frequent undersensing and time to therapy was twenty two seconds. A shock was successfully provided, and this patient will follow up with the electrophysiologist. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.